Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the upper seal of the trocar detached and was resting above the blue duckbill seal. This did not fall into the patient's cavity. The trocar was removed and a new one was opened. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no tissue damage as a result of this problem. There was no patient harm.

Manufacturer narrative:
(B)(4).